Event description:
It was reported that there was an intermittent loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and one of the power supplies. The system operates as intended.